Event description:
When the patient was opened, they had metalosis, loosening of the locking bolt and the proximal body moving freely around causing the symptoms.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
When the patient was opened, they had metallosis, loosening of the locking bolt and the proximal body moving freely around causing the symptoms.